Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) had reached elective replacement indicator (eri) a couple months prior and the device was attempted to be interrogated, however, a telemetry session was unable to be established due to suspected premature end of life (eol). The physician had stated the patient's heart rate had been in the thirties since the day before the interrogation attempt. The crt-p was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.